Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2011 and gynecare gynemesh ps was implanted. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2006 and gynemesh ps was implanted. It was reported that following insertion the patient experienced erosion, recurrent sui, urinary retention, rectocele, enterocele, bladder infection, uti, dysuria, urinary frequency, urgency, and obstructed voiding. It was reported that patient underwent excision of midurethral mesh on (B)(6) 2011 by dr. (B)(6) at (B)(6) medical center.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an unknown date and an unknown mesh was implanted. It was reported that the patient experienced unspecified complications. No additional information has been provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.